Event description:
Pt came in for pump dc (discontinuation). The chemo bag had approx 800 ml left in bag though total volume on label was said to have infused fully according to pump value. Noted the bag was significantly smaller than previous day. Pump and label were checked and calculations were correct. All fields on pump were entered correctly according to drug label. The physician was notified and orders were received to run remaining chemo at same infusion rate. Pt was brought in next day and bag was empty. The pump appeared to run at entered rate and infuse properly. *pump sent back to infusystem for service maintenance.